Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws would not turn off even when the device toggle switch was disengaged. Upon noticing, harvester pulled device from leg and noticed jaws still glowing orange as power was still being sent to jaws. Leg had to be opened to complete case. In addition, the hospital believes that the leg was burned.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).